Event description:
Revision for allergy at about 3 years post primary. Antiallergic devices implanted successfully. The patient was showing signs of a nickel sensitivity.

Manufacturer narrative:
Batch review performed on 17 october 2024 lot 2010228: (B)(4) items manufactured and released on 15-jan-2021. Expiration date: 2026-01-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: gmk-sphere 02.12.0021l femoral component sphere cemented size 1+ l (k140826) lot 1907923: (B)(4) items manufactured and released on 06-nov-2019. Expiration date: 2024-10-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0210fl tibial insert fixed sphere flex size 2/10 mm l (k121416) lot 179643: (B)(4) items manufactured and released on 17-apr-2018. Expiration date: 2023-04-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.